Manufacturer narrative:
Surface of the repositioning pin shows marks of rust, residues and corrosion. The breakage on the thread shows typical structure of a forced rupture caused by high torsional forces. The tip shows deformations. The investigation shows that the root cause can be attributed to inadequate user handling by torsional overload. Indications for any material or manufacturing related problems were not identified in the investigation.

Event description:
During surgery, the surgeon inserted the repositioning pin into the zygoma and when he pulled on it, it broke.